Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain, including chronic pain"), uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure") and device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;") in a 43 year-old female patient who had essure inserted (lot no. He01182) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspareunia") and mental disorder ("mental disorder"). The patient was treated with surgery (essure removal and essure remove). At the time of the report, the outcomes for pelvic pain, uterine perforation, device breakage, perforation, genital haemorrhage, bladder disorder, gastrointestinal disorder, urinary tract disorder, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: awaiting removal. The most recent follow-up information incorporated above includes data received on: 21-may-2024: lot number he01182 added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspareunia") and mental disorder ("mental disorder"). At the time of the report, the outcomes for device breakage, uterine perforation, perforation, pelvic pain, genital haemorrhage, bladder disorder, gastrointestinal disorder, urinary tract disorder, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: awaiting removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain, including chronic pain"), uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure") and device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), genital haemorrhage ("abnormal bleeding"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspareunia") and mental disorder ("mental disorder"). The patient was treated with surgery (essure removal and essure remove). At the time of the report, the outcomes for pelvic pain, uterine perforation, device breakage, perforation, genital haemorrhage, bladder disorder, gastrointestinal disorder, urinary tract disorder, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: awaiting removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;") and pelvic pain ("pain, including chronic pain") in a 43 year-old female patient who had essure inserted (lot no. He01182) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspareunia") and mental disorder ("mental disorder"). The patient was treated with surgery (essure removal and essure remove). At the time of the report, the outcomes for uterine perforation, device breakage, perforation, pelvic pain, genital haemorrhage, bladder disorder, gastrointestinal disorder, urinary tract disorder, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Lot number: he01182. Manufacture date: 2015-09. Expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) perforation of the uterus or other structure [uterine perforation] , device breakage during removal [device breakage] , perforation of the uterus or other structure [perforation of organ] , device migration with associated complications including bladder, bowel, and urinary problems; [device dislocation] , pain, including chronic pain [pelvic pain female] , abnormal bleeding [genital bleeding] , device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder] , gastrointestinal disorder [gastrointestinal disorder] , urinary tract disorder [urinary tract disorder] , device intolerance [device intolerance] , hypersensitivity [hypersensitivity] , complication of device removal [complication of device removal] , dyspareunia [dyspareunia] , mental disorder [mental disorder] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), perforation ("perforation of the uterus or other structure"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;") and pelvic pain ("pain, including chronic pain") in a 43 year-old female patient who had essure inserted (lot no. He01182) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of smoker, abdominal pain and dizziness. Concurrent conditions were listed as itching, rash, dyspareunia, abdominal pain, intermenstrual bleeding, iliac fossa pain, coital bleeding, painful intercourse, irregular periods, dizziness, early menopause and post coital bleeding. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspareunia") and mental disorder ("mental disorder"). The patient was treated with antihistamines (unknown) as well as surgery (r total robotic hysterectomy + bilateral salpingectomy and essure remove). At the time of the report, the outcomes for uterine perforation, device breakage, perforation, pelvic pain, genital haemorrhage, bladder disorder, gastrointestinal disorder, urinary tract disorder, device intolerance, hypersensitivity, dyspareunia and mental disorder were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: no of coils within endometrial cavity: right - 3 coils left - 5 coils the patient was comfortable throughout the procedure. No of coils within endometrial cavity: right - 3 coils left - 5 coils the patient was comfortable throughout the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: two micro inserts noted on the control film no flow was seen through either fallopian tube. Conclusion: both fallopian tubes appear occluded [magnetic resonance imaging] on (B)(6) 2023: findings: the left sided sterilisation tube lies in the region of the left uterine cornu, the proximal tip just extending into the endometrial cavity. The right-sided sterilisation tube lies on a more horizontal plane in the region of the right cornu there is no definite indication of device extrusion however, unfortunately, given the image quality, dr cannot be entirely certain that the right sided device lies in an entirely satisfactory position; on (B)(6) 2023: the left sided tube lies in the region of left uterine cornu and the proximal tip is just extending into the endometrial cavity. The right sided tube lies in a more horizontal plane in the region of right cornu. There is no definite indication of device extrusion. The radiologists are not entirely sure if the right sided device is in satisfactory position [ultrasound pelvis] on (B)(6) 2020: findings: normal sized anteverted uterus. Endometrial thickness= 10mm (normal). Normal ovaries. No adnexal masses or free fluid. Normal urinary bladder contour.; on (B)(6) 2023: reason for exam: intermenstrual and post coital bleeding, regular periods, no abdominal pain findings: the left ligation tube is seen protruding in to the pelvis. Please note the hysterosalpingogram 2017 demonstrates the left fallopian tube is occluded. [Ultrasound scan] on (B)(6) 2023: she has been offered an appointment in (B)(6), but her symptoms are progressively getting worse, and she is in a lot of pain along side which is affecting her daily life. Lot number: he01182 manufacture date:2015-09 expiration date: 2018-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-dec-2025: medical record received. Concomitant conditions, treatment drugs were added. Additional reporter added. Upon internal review, annex e and f codes were updated, company causality for the event "device intolerance" changed to related. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.